Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a hip surgery on (B)(6) 2020 an issue was found intraoperatively with the proximal femoral nail antirotation (pfna) blade. A 90mm blade was scheduled to be used. When the surgeon pulled the blade out of the 90 mm packaging it was noted a 80 mm blade was present. A new blade had to be obtained. A surgical delay of 10 minutes occurred. The surgeon was unable to put in the pfna blade of planned desired length. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the packaging of the pfna-ii blade l90 tan (part# 04.027.053s, lot# 3l80382 qty# 1) was not returned to us cq. The pfna-ii blade l80 tan (product code: 04.027.051s, lot number: 3l77076, qty: 1) was returned and listed as a concomitant device as there is no product issue with it. The complaint condition cannot be confirmed as the packaging was in opened condition. Dimensional inspection and document/specification review were not performed at cq as it is not relevant to the reported complaint condition. Investigation conclusion: the reported complaint condition cannot be confirmed as the product packaging was in opened condition and was not returned. A definitive root cause cannot be determined for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: the received pictures were reviewed. The card box on the pictures is open, the lot number on the inner sterile pouch label is the same as on the blade, while on the open box is a different number. Typical for such complaints is that only the implant is incorrect and not parts of the packaging. Also has the review of the manufacturing document shown that the lots were not processed at the same day, there are 5 days between goods receipt. The devices were made in march 2019, 40 pieces of lot 3l80382 and 39 pieces of lot 3l77076 and we have no other complaint for one of the involved lot numbers. The review of the erp system has shown that all parts of lot 3l80382 and as well all parts of lot 3l77076 were send to the account 50629 which is jnj pvt. Ltd. Mumbai, india., so also a local mix-up after opening the packages is possible. Only based on the pictures with the opened package and without the material it is not possible to determine if this complaint is confirmed or not, therefore n/a was selected in the confirmed field. During the performed evaluation no product related issue could be detected and without the material no further evaluation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.027.053s, lot: 3l80382, manufacturing site: bettlach, release to warehouse date: mar. 13, 2019, expiry date: mar. 01 2029. A manufacturing record evaluation including a review of the packaging and sterilization documents was performed for the finished device lot number, and no non-conformances were identified. Part: 04.027.051s, lot: 3l77076, manufacturing site: bettlach, release to warehouse date: mar. 08, 2019, expiry date: mar. 01, 2029. A manufacturing record evaluation including a review of the packaging and sterilization documents was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.